Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to normal battery depletion. During the explant procedure the right ventricular (rv) setscrew was found to be stripped. The physician pulled on the rv lead to remove it from the device header. The lead fell apart at the terminal end when it was being removed. The device was explanted and successfully replaced. The rv lead was surgically abandoned and not replaced due to the patient only needing atrial support. No adverse patient effects were reported.